Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 15 mg/ml updated to 12 mg/ml morphine (unknown) at 2.598 mg/day. The reason for use was non-malignant pain and chronic low back pain. It was reported that a portion of the pump segment was revised on (B)(6) 2018. The existing catheter was not aspirated, they could not aspirate. There were no symptoms reported. The rep also inquired about programming with the tablet, related to use of the bolus screen. Information was reviewed regarding screen navigation, theory, and/or use for bridge bolus advanced mode. A back table prime was done on the day of the call and it was reviewed that they could do a bridge bolus the catheter only knowing there would be a period of time where the patient would be getting less than daily dose due to mixing and empty space in the catheter that was added and not primed. It was confirmed that the bridge bolus would run for 27 hours and they reviewed for about 23 hours they are getting intended dose then 4 hour period with mixing and potential symptoms as a result. The caller was helped to navigate through advanced mode under the bridge bolus tab in the clinician programmer. There were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8731sc lot# serial# (B)(4) implanted: 2007-(B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-oct-02. The serial number of the affected catheter was provided. The cause of being unable to aspirate was not determined and the issue was not resolved. The affected catheter was cut by the surgeon and was replaced. The same length that was removed from the affected catheter was replaced at the same length so there would not be a discrepancy in the total length of the implanted catheter. Everything with the catheter was working great before the case and the reason they were in the case was for a pump change. The affected catheter was thrown away before the rep could get it and send in. No reason to contact the doctor because the rep had already explained the situation to them. There were no further complications reported/anticipated.